Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was having high blood glucose. The customer¿s blood glucose at the time of the incident was 500 mg/dl. The customer¿s current blood glucose was 555 mg/dl. They had treated with the insulin pump. The customer did not have any symptoms related to their high blood glucose. Troubleshooting was performed but not completed. The device will not be returned for analysis